Event description:
It was reported that there was an event of right ventricular (rv) lead dislodgment during an unrelated procedure post-lead implant. The physician elected to re-open the pocket and the lead was successfully explanted and replaced. The patient was noted as stable.

Manufacturer narrative:
Correction to b5 and h6 coding.

Event description:
It was reported that there was an event of right ventricular (rv) lead dislodgment during an unrelated procedure post-lead implant. The physician elected to re-open the pocket and the lead was successfully explanted and replaced. During the explant process, the lead was cut with the introducer. The patient was noted as stable. New information received notes that the lead exhibited high capture threshold and inadequate sensing as well during lead revision.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, r-wave amp variation and ¿lead was cut." The reported event of ¿lead was cut" was confirmed. Visual inspection found the lead was returned in two pieces. The cause of the reported event of ¿lead was cut¿ was consistent with procedural damage. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical, mechanical, and longevity tests were normal with no anomalies found.